Event description:
The customer reported a vent inop condition. Patient involvement unknown. Attempted to get patient information, no response from customer.

Manufacturer narrative:
On the customer returned pm pcba a failed u16 caused a short against ground on the differential spi bus (pspidomlvd signal line) resulting in e/c 1007 on startup. After replacing u16 the pm board was installed in an fi test ventilator. The ventilator now powered up and down properly both in normal and service mode and ran for an hour without errors occurring.